Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer pocket a0 was failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from other sources that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bogus pocket a0 was failed. A field service engineer (fse) identified that there was no a0 error. The whole drawer was failed. So, the fse reseated all the rear connections for aux 2, then reseated all the row boards. Then the fse found trash and medication inside multiple drawers that could cause problems. After that the fse had the tech to verify the operation via recovery process without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer pocket a0 was failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from other sources that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.